Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy on the second sample attempt the top slide of the biopsy instrument was allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation of the biopsy needle, the cannula released from the inner housing and fired automatically. Therefore, the investigation is confirmed for cannula self-activation. An x-ray of the biopsy device showed poor tang engagement and upon disassembly of the device; it was noted that the left bumper was bent within the device housing. Therefore, the investigation is confirmed for the alleged cannula priming issues. The bent left bumper likely contributed to the insufficient tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: jan/2021.

Event description:
It was reported that during a prostate biopsy on the second sample attempt the top slide of the biopsy instrument was allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.